Manufacturer narrative:
E1: patient city: laval. Patient country: canada. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set tape not sticking on (B)(6) 2026. The infusion set was in use for less than 5 minutes. No further information available.